Manufacturer narrative:
Concomitant product: product ID: 4076, lead, implanted: (B)(6) 2006. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that an infection occurred. The implantable cardiac defibrillator system was explanted and replaced. It was further reported the patient developed bacteremia, the organism was identified as a gram positive cocci and the patient was treated with antibiotics. The patient was enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.